Event description:
The wife of a male patient, contacted lifecor customer support to report that he was getting several "adjust belt" messages. The patient's wife confirmed that the ECG electrodes were making good skin contact. Support suggested the patient try tightening the garment in the front by using the second set of hooks. When the battery pack was removed and replaced, the "adjust belt" messages stopped. The following day the patient reported the "adjust belt" messages were occurring again. The patient's electrode belt was replaced.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt has been completed. The reported problem was confirmed. The root cause of the "adjust belt" messages was determined to be a leaky transient suppressor v2, in ECG node "d". The faulty v2 caused intermittent loading of the -5v supply in ECG node d, which in turn resulted in intermittent loss of ECG signal from ECG node d. This appears to be an isolated incident. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.